Event description:
It was reported that a patient complained of difficulty seeing properly with an intraocular lens (iol). Through follow up, it was learned the patient has bilateral lens implants. The patient reported he cannot see close as he expected and has trouble seeing properly in both eyes. The patient saw his eye doctor on (B)(6) 2023, and doctor told him that the surgery looks ok. She recommended he may need readers 1.25 reading glasses. The doctor said the patient has blepharitis in both eyes. The patient was not sure if it was related to the lens or if he's had a history of this condition. The patient reported having a history of dry eyes. The patient was not sure if the blepharitis is causing the visual impairment. He indicated his doctor did not say much about it. The doctor prescribed an eye drop and an eye cream/ointment to treat the blepharitis. Alrex eye drops four times a day (qid) for 1 week, then three times a day (tid) for 7 days and tobrex ointment once a day (qd). No other treatment was provided. The lens remains implanted. No other information is available. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Section b3: date of event: unknown/asked but not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt was made to obtain missing information; however, the customer did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.